Manufacturer narrative:
Abutment fractured inside a dental implant. Implant needed to be removed as fragment could not be retrieved. It is not clear if the abutment was a original part or copycat. There is no information proveded from the dentist. Product analysis revealed no product problem for the implant. The abutment was not provided for evaluation. Removal of the implant occured after 10 years in situ. Placement date of the failured abutment is not available.

Event description:
Abutment fractured inside a dental implant. Implant needed to be removed as fragment could not be retrieved. It is not clear if the abutment was a original part or copycat. There is no information proveded from the dentist. Product analysis revealed no propduct problem for the implant. The abutment was not provided for evaluation.